Manufacturer narrative:
Concomitant medical products: product ID: 3587a, lot# lb6918, implanted: (B)(6) 2003, product type: lead. Product ID: 7495lz25, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID: 3887-28, lot# l74662, implanted: (B)(6) 2000, product type: lead. Product ID: 7495-10, serial# (B)(4), implanted: (B)(6) 2000, product type: extension. (B)(4).

Event description:
It was reported that there readings >4000 ohms on some of the bipolar pairs. The patient had a surgical and a percutaneous lead implanted and the manufacturing representative (rep) wanted to determine which lead was giving the out of range impedances. All pairs with electrodes 4-7 were out of range, but there was no indication of which lead was the percutaneous lead. The patient also experienced a loss of pain coverage. It was presumed that the loss of coverage was related to the impedance problem. It had been an issue for the past several months. Because of the issue with the lead, the surgeon and pain doctor were going to reschedule the patient to have the entire system replaced with new leads. The replacement had been scheduled for (B)(6) 2015. During the replacement, all existing spinal cord stimulator (scs) devices were removed and a new system was implanted. There were no malfunctions with the new device seen intra-op. The old device was not tested intra-op. The patient was doing great and received effective therapy.